Manufacturer narrative:
The device evaluation was completed on 28-dec-2021. It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and suffered cardiac perforation requiring pericardiocentesis. It was reported that during an afib case, a left atrial perforation was noticed. The atrial perforation was discovered when the physician felt a pop while the vizigo¿ sheath went transeptal. The atrial perforation was confirmed by ice. Medical intervention provided was a pericardiocentesis and 800 ml of blood was removed. The patient was reported to be in stable condition and the patient did not require surgery. It is unknown if the patient required extended hospitalization because of the adverse event. The patient has a history of prior ablations. Patient outcome of the adverse event was reported as recovered. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Per the event, several tests were performed. The device was recognized in the carto 3 system and no electrical issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A device history record (DHR) evaluation was performed for the finished device 00001792 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 20-jan-2022, it was noted that the a3. Gender field was inadvertently left blank on the initial report. Therefore, this field has been updated on this report.

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and suffered cardiac perforation requiring pericardiocentesis. It was reported that during an afib case, a left atrial perforation was noticed. The atrial perforation was discovered when the physician felt a pop while the vizigo¿ sheath went transeptal. The atrial perforation was confirmed by ice. Medical intervention provided was a pericardiocentesis and 800 ml of blood was removed. The patient was reported to be in stable condition and the patient did not require surgery. It is unknown if the patient required extended hospitalization because of the adverse event. The patient has a history of prior ablations. Patient outcome of the adverse event was reported as recovered. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The physician thought the atrial perforation may have been caused after the sr0 was exchanged with a vizigo¿ sheath and when the sheath went across the septum, it ¿jumped¿. The physician believes the wire got kinked and that's when the physician felt the tip of the dilator push through the roof of the atrium. A transseptal puncture was performed with a brk needle and sr0 st jude sheath. There was no evidence of a steam pop because ablation not performed. The event occurred during the transseptal phase. No wires were exposed and there were no lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The sheath was pre-shaped.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).